Event description:
It was reported that post implant of a realize band, the surgeon attempted to perform the 1st fill, however, the port had flipped. The port was replaced with sutures on (B)(6) 2011. It was noted that the hooks were partially deployed and the plastic strain relief was floating in the fascia. The case was completed and the patient is doing fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed, the injection port returned for evaluation is fully functional. Please also note that the tubing strain relief was not retuned for evaluation. While it is not possible to draw definitive conclusions regarding root cause of the reported events, it is noted that port migration or flipped are recognized adverse events associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the products' instructions for use (IFU). Contributing factors to port displacement include patient physical activity and port location. With respect to the tubing strain relief movement observed by the surgeon and sale rep, without the device returned for evaluation, it is not possible to establish potential or probable cause. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Review of manufacturer process was performed and it was noted that 100% injection ports are functionally tested prior release, therefore it is unlikely that a manufacture is contributed at this event description.